Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The product was not returned, so it was not possible to determine whether the reported event could be reproduced or whether the device met specifications. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to g3 - date received by mfg. Corrected fields: g3 - (B)(6) 2026.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the button was lost during procedure. The laparoscopic-assisted colectomy therapeutic procedure was completed with the same device. There were no reports of patient harm.